Event description:
This case was initially received via regulatory authority FDA (reference number: mw5073175) on (B)(6) 2017. This spontaneous case was reported by a consumer and describes the occurrence of ovulation pain ("horribly painful ovulation on the left side") in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. Concomitant products included axotal (fioricet), cetirizine hydrochloride (zyrtec), cyclobenzaprine hydrochloride (flexeril), diclofenac and salbutamol (albuterol). On (B)(6) 2011, the patient had essure inserted. On an unknown date, the patient experienced ovulation pain (seriousness criteria medically significant and intervention required), menorrhagia ("periods are extremely heavy"), migraine ("I had crippling migraines"), muscle spasms ("muscle spasms on my left side of my head"), syncope ("I had fainting spells"), feeling abnormal ("extreme brain fog"), speech disorder ("trouble speaking"), back pain ("also back pain is constant"), depression ("depression"), anxiety ("anxiety"), premenstrual dysphoric disorder ("pmdd symptoms"), fatigue ("fatigue"), dyspareunia ("painful intercourse"), toothache ("tooth pain"), gingival disorder ("gum disease"), scleritis ("scleritis") and weight increased ("weight gain"). The patient was treated with surgery (having hysterectomy on tuesday to remove essure). At the time of the report, the ovulation pain, menorrhagia, migraine, muscle spasms, syncope, feeling abnormal, speech disorder, back pain, depression, anxiety, premenstrual dysphoric disorder, fatigue, dyspareunia, toothache, gingival disorder, scleritis and weight increased outcome was unknown. The reporter considered anxiety, back pain, depression, dyspareunia, fatigue, feeling abnormal, gingival disorder, menorrhagia, migraine, muscle spasms, ovulation pain, premenstrual dysphoric disorder, scleritis, speech disorder, syncope, toothache and weight increased to be related to essure. The reporter commented: the seriousness criterion ¿other serious (important medical events)¿ was reported, but not specified or assigned to one of the events. Incident no lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.